Event description:
It was reported by service report that the scale was inaccurate due to load cell.

Event description:
It was reported by service report that the bed was drifting due to a malfunction of the actuator lift nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the scale was inaccurate due to load cell. Supplemental submitted as the investigation concluded that the bed was drifting due to a malfunction of the actuator lift nuts.